Event description:
On 2023-apr-25, additional information was received from the patient. The patient reported they were told by their healthcare professional (hcp) that the pump has turned 90 degrees. The patient stated it was determined in (B)(6) 2023, during the last refill, that the pump has turned. The patient stated that during the last fill, there was also a volume discrepancy. The patient stated they were expecting "something like 4.6 ml but there was 10.9 ml". The patient stated they have had problems with "all the pumps he has had regarding volume discrepancy the patient stated they were going to be doing surgery to fix the catheter. The patient stated they already reported this (unable to locate report). The patient stated that while they are replacing the catheter, they may be replacing the pump as well due to "all the issues". The patient also stated that one time, there was a 50% volume discrepancy and they were told that this was normal. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed.

Manufacturer narrative:
Continuation of d10: product ID 8781; serial# (B)(6); implanted: (B)(6) 2021; product type catheter; product ID 8780; serial# (B)(6); implanted: (B)(6) 2014; product type catheter; product ID tm90t0; serial# (B)(6); product type accessory; product ID a820; serial# unknown; product type software ; product ID 8781; serial# (B)(6); implanted: (B)(6)2021; product type catheter; product ID 8780; serial# (B)(6); implanted: (B)(6) 2014; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the new pump was implanted on the date of this report due to the previous pump issues. It was noted the patient had the baseline of fentanyl, but the patient was not given their personal therapy manager (ptm) after surgery. The rep took the equipment with them, and the patient would get them at the follow-up appointment next week.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the patient not feeling the boluses was not determined. It was also reported that the volume discrepancies occurred. On (B)(6) 2022, the expected reservoir volume (erv) was 6.5ml and the actual reservoir volume (arv) was 11ml. On (B)(6) 2022, the erv was 11.8ml and the arv was 15.2ml. On (B)(6) 2023, the erv was 4.2ml and the arv was 10ml. On (B)(6) 2023, the erv was 8.9ml and the arv was 14ml. At all 4 refills, the programmed and filled volume was 40ml. In regards to actions/interventions taken to resolve the pump movement, the patient was referred to the surgeon. At the time of this report, the surgery to fix the catheter had not occurred or been planned. In regards to the issue with the catheter that needed to be fixed, it was reported that the hcp was "looking into catheter placement". At the time of this report, the device was still implanted. The patient's weight was asked but was not reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s father who reported that the pump was going to be replaced next wednesday. Per the reporter, it took a long time to connect, and it would either say ¿not found¿ or ¿searching¿ and the patient¿s pain ¿ramps up¿ when waiting to connect. The ptm (personal therapy manager) equipment (handset and communicator) had already been replaced. The reporter stated, ¿you never know what you¿re going to get with that thing ¿ it¿s intermittent, unreliable, and won¿t communicate ¿ he¿s fed up with it, so he¿s going to get thepump replaced¿. The patient was currently in a CT or MRI (the reporter was unsure which). Per the reporter, the patient had undergone imaging and it was confirmed via imaging that there was no granulation at the catheter site. The reporter also stated that the patient was undergoing ¿tests over the next few days¿ in preparation for the pump replacement procedure next week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s father reported that the patient was not feeling the effects of the bolus and now the surgeon said the pump had turned 90 degrees in the cavity. Per the reporter, the only time the patient felt the bolus was when the doctor did the bolus. The reporter stated that the ptm (personal therapy manager) may show the bolus delivered, but the patient did not feel the effects of the bolus. The reporter and the patient called back later the same day at which time they reviewed the ptm, and it showed that the bolus was delivered, but per the patient, even though the ptm showed the bolus delivered the patient did not feel the effects of the bolus. The patient was redirected to their healthcare provider regarding not feeling the boluses as the external devices were showing the bolus had been delivered.